Event description:
As the lens was being implanted into the eye, the haptic bent. The lens was removed and replaced.

Manufacturer narrative:
Sample requested for evaluation. Similar incidents have been received for this product code, 2n3372. This incident has been communicated to the responsible baxter personnel to review and determine if this data is within the expected level of occurrence. The result of this review will be communicated in a follow up medwatch when available.